Event description:
It was reported that the implantable pulse generator (ipg) reached elective replacement indicator (eri) early due to increased battery impedance. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in a field action, but product analysis found that the device did not perform as described in the field action. Concomitant medical products: a 5076-52 lead: implanted: (B)(6) 2009. (B)(4).